Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump clock reset, indicating a total loss of power to the device that would have resulted in a pump stop. The submitted lvad log files captured the clock at a default timestamp. No other notable events were captured, and the pump appeared to operate as intended at the set speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 left ventricular assist system patient handbook are currently available. Both documents contain a section entitled, ¿alarms and troubleshooting,¿ that addressed how to properly interpret and troubleshoot system alarms, including pump stop alarms. Section 8 of the patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that review of the log files showed a left ventricular assist device (lvad) clock reset on 14:22:41 on (B)(6) 2024.